Event description:
It was reported that elements of the previous menu would still be visible on the pump display after the customer advanced to a new menu. The customer's blood glucose was 190 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.